Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6)2024 with hyperkalemia with a potassium level of 8.5mmol/l and was found to have a recurrent driveline infection. The patient's blood cultures were both negative but the driveline was positive for pseudomonas. The patient was started on zosyn (piperacillin and tazobactam). Gentamicin drops were to be added to the driveline during dressing changes. There was a plan to use zosyn until(B)(6)2024. The patient was deemed stable for discharge on (B)(6)2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset of the patient's driveline infection is reported under MFR #: 2916596-2023-08914.